Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00997.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, while attempting to advance a smart coil into the microcatheter, the technician kinked the pusher assembly of the smart coil. Therefore, the smart coil was removed. Subsequently, while attempting to advance a new smart coil into the microcatheter; the same issue occurred. The technician kinked the pusher assembly of the smart coil; therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.